Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer also reported that there are leaks in the pump's reservoir. Customer's blood glucose levels were not included in the report. Nothing further was reported.